Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was changing the battery and kept receiving an unexpected restart alarm. Customer had to reset the time and date. Customer was stuck in the priming loop. Customer's blood glucose level at the time of the incident was 84 mg/dl. Customer's mother stated that she saw the alarm in the alarm history. Alarm occurred shortly after inserting a new battery. It was explained that the pump experienced an unexpected restart. Customer was advised to monitor the pump. Customer's mother called back due to the return of the alarm. Customer was walked through re-programming and re-priming the pump. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump alarmed a21 and erased memory after battery change due to broken solder joint of on the interface board. The insulin pump passed the self test and no a17 alarm noted. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.